Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on the abdomen. The patient was taken to the health clinic and diagnosed with an infection. At the clinic they realized the cannula was dislodged from the site. The patient was prescribed amoxicillin, 875 mg tablets, for 7 days, to take 2 times a day.